Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have physical damage of insulin pump caused when skateboarding. Customer reported to have fallen on insulin pump causing display to crack and insulin pump to stop working. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.